Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (tubing in line), which occurred on the homechoice (hc) during initial drain. The patient started initial drain prior to connecting. The patient completed therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The cause of the system error 2240 alarm was use error. The patient did not connect prior to starting initial drain. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.